Event description:
Reportedly, the programmer does not turn on and there is a burning smell. Preliminary analysis showed that the reported event could be due to a power supply issue.

Event description:
Reportedly, the programmer does not turn on and there is a burning smell. Preliminary analysis showed that the reported event could be due to a power supply issue.

Manufacturer narrative:
Please refer to the attached analysis report.